Event description:
It was reported that ECG waveform directly from the patient is not displayed on , the cardiosave intra-aortic balloon pump (iabp) . It was displayed when reconnecting after moving to a ward. There was no effects on the patients .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The electrocardiogram input connector was cleaned as it was thought that there may have been a temporary failure in conducting electricity. The iabp was in good, working order.

Event description:
N/a.